Manufacturer narrative:
Update to h3, h6 (component codes, type of investigation, investigation findings, and investigation conclusions) and h10 to reflect device evaluation. The commander delivery system was returned to edwards for evaluation. Visual inspection revealed the following: balloon burst confirmed, radial and longitudinal with no missing balloon pieces, the delivery system was cut on the distal end of the guidewire lumen, separated inflation balloon and nose cone and wings returned separately and severe bend on guidewire lumen over spring and separated inflation balloon was returned bunched. Imaging was provided and revealed the that the balloon burst at partial inflation. In addition, imaging shows the patient with calcification present in the landing zone. Functional testing was unable to be confirmed as the complaint was confirmed through visual inspection. Dimensional testing was performed on the inflation balloon single wall thickness along the edges of the burst location and were found to be within specification. During the manufacturing process, all inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformances that would have contributed to the complaint event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for balloon burst with withdrawal difficulty or inability to withdraw system through sheath and system components separate during use were confirmed by visual inspection of the returned device as well as returned imagery. However, no manufacturing non-conformance was identified during the evaluation. Dimensional inspection of the returned balloon revealed that the balloon wall thickness was within specification. No visual abnormalities were observed on the returned sample. A detailed root cause analysis for similar returned balloon burst complaints has been summarized in and written by edwards lifesciences in a technical summary. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. Minimal ca++, and surgical valve, hancock 29mm. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. In this case, review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Control limits are managed and assessed through. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action (CAPA) nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, during deployment of a 26mm sapien 3 valve in the mitral position inside a non-edwards surgical valve, the commander delivery system's inflate balloon ruptured. A bav was not performed. There was no extra volume added to the balloon prior to inflation. Upon removal of the system from the femoral vein the burst balloon could not re-enter the esheath. The operators attempted to pull the ds into the sheath and met resistance. At this point a decision was made to attempt to remove the sheath and delivery system without the ds being pulled into the sheath. The sheath was removed easily but the ruptured balloon broke free of the ds as it was being pulled out of the vasculature. A 14f esheath was used during the procedure and upsized to a non-edwards 26f sheath in hopes that the larger lumen size would accommodate the bunched-up balloon material, which was also unsuccessful. The team then proceeded to the right femoral venous cutdown. Troubleshooting techniques were used by using a gooseneck snare and a tri-lobe snare was used to attempt to retrieve the balloon material without success. The snares were able to grasp the material but were still unsuccessful at bringing the material into the sheath(s). The remainder of the distal tip of the ds and balloon material were successfully removed via venous cutdown. The valve was then post dilated with a non-edwards bav balloon. The devices are expected to be returned for evaluation.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, during deployment of a 26mm sapien 3 valve in the mitral position inside a non-edwards surgical valve, the commander delivery system's inflate balloon ruptured. A bav was not performed. There was no extra volume added to the balloon prior to inflation. Upon removal of the system from the femoral vein the burst balloon could not re-enter the esheath. The operators attempted to pull the ds into the sheath and met resistance. At this point a decision was made to attempt to remove the sheath and delivery system without the ds being pulled into the sheath. The sheath was removed easily but the ruptured balloon broke free of the ds as it was being pulled out of the vasculature. A 14f esheath was used during the procedure and upsized to a non-edwards 26f sheath in hopes that the larger lumen size would accommodate the bunched-up balloon material, which was also unsuccessful. The team then proceeded to the right femoral venous cutdown. Troubleshooting techniques were used by using a gooseneck snare and a tri-lobe snare was used to attempt to retrieve the balloon material without success. The snares were able to grasp the material but were still unsuccessful at bringing the material into the sheath(s). The remainder of the distal tip of the ds and balloon material were successfully removed via venous cutdown. The valve was then post dilated with a non-edwards bav balloon. The devices are expected to be returned for evaluation.

Manufacturer narrative:
Based on preliminary engineering evaluations the delivery system was cut on the distal end of the guidewire lumen, separated inflation balloon and nose cone and balloon wings returned in a separate jar. As confirmed, the balloon wings were torn off the delivery system but remained over the wire and near the sheath. The wings were entrapped in the snare after tearing free and were removed through the sheath and out of the patient.